Event description:
During a coronary drug eluting stenting treatment procedure stent strut damage was noticed. The target lesion was located in teh stenotic left anterior descending artery. In 2005, while the taxus express2 3.0 x 16 mm drug eluting stent was introduced into the guide catheter, th ephysician saw the deformed proximal stent struts and put the device away. The procedure was s uccessfully completed using another of the same device. There were no reported pt complications.